Manufacturer narrative:
Lot 24026417 and 24015646- additional lot numbers. Two 2000e china samples were received for investigation of pr 11045130, in which the customer has stated: "the new connector does not drain liquid when the exhaust is opened, and after connecting the indwelling needle, it was found that the liquid could not be drained either." The two samples were from lot 24026417 and 24015646 respectively. The customer also provided one wego IV set for this pr, and also for pr 10982080, pr 10997884, and pr 10998003. A visual inspection of the returned samples and the wego product did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; no restriction or occlusion of flow was identified. The same test was then repeated with the wego IV set connected to the smartsite; again no occlusion or restriction of flow was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24026417 and 24015646 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information

Event description:
It was reported that bd smartsite is occluded. The following information was provided by the initial reporter, translated from chinese to english the new connector does not drain liquid when the exhaust is opened, and after connecting the indwelling needle, it was found that the liquid could not be drained either a green claim is required, a complaint response letter and an acknowledgement letter are required, and the employee said that the customer is very anxious and hopes to expedite the process. Two batch numbers are defective.

Manufacturer narrative:
D. Second lot number reported: lot number 24015646 manufactured 2024-01-27 expiration date 2027/1/27. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.